Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2026, it was reported that the patient was at walmart when she received a sensor failed alert from her cgm app. One of the customers noticed her being disoriented so they call 911 for medical assistance. The patient said she didn't feel prior symptoms before leaving home but she was unable to check her reading at that time. When the paramedics arrived, her bg was measured at 36 mg/dl. She was treated with 3 tubes of glucose gel and drank an orange juice. She felt better after 35 minutes and was not taken to an health care facility. The paramedics left when she was stable with a bg reading of 151 mg/dl. She went home after without symptoms. No other details were documented. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be low count aberration. No additional patient or event information is available.